Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas 8000 c702 module. Patient 1 initial result was 1.58 mmol/l. The repeat result was 2.30 mmol/l. The result from a new sample drawn from the patient was 2.33 mmol/l. Patient 2 initial result was 1.69 mmol/l. The repeat result was 2.16 mmol/l. The questionable results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot number was 645909. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer checked and performed reagents adjustments and checked the gear pump pressure that was acceptable. He found the vacuum bottle and valve were clogged with black debris. He cleaned the bottle and he cleaned and lubricated the valve. The customer ran qc. The investigation is ongoing.